Manufacturer narrative:
The hill-rom technician found the brakes not holding due to normal usage of the bed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed 2008-2010 and 2012-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom technician stating the bed moves when the brake is engaged (brakes not holding). The bed was located at the account on the med surge floor. There was no pt/user injury reported. (B)(4).